Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 4.5 years post initial right tka, upon removal of the tibial liner insert, the surgeons noticed that there was some back poly wear. Also, the surgeon removed all; there is a steel lysis on the lateral side with a significant amount of bone lost posteriorly. The patient was revised to a constrained right size 5 femur with a 10 mm augment lateral posteriorly with an 18 x 120 stem, h32 medium cone in a 2° coupler. Size 15 mm constrained liner. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray and images received.

Manufacturer narrative:
Section d10: concomitant products. Truliant tib fit tray cem sz 5f / 5t cat# 02-022-45-5050 / serial# (B)(6). Truliant ps cem fem ps cem right sz 5 cat# 02-020-11-0350 / serial# (B)(6). Tibial stem ext. Screw cat# 204-70-00 / serial# (B)(6). Tru stem ext 14mm x 25mm (cat# 02-012-60-1425 / (B)(6) - three peg patella 38mm (at# 200-02-38 / serial# (B)(6). 3" trocar, hex 2pk cat# 201-78-80 / (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.